Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his one touch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error 4 message first occurred on ¿7 days ago¿. The patient manages his diabetes with oral medications including metformin. On ¿(B)(6) 2015¿ the patient reported that he administered ¿glipizide¿ as a result of the error 4 message. The patient denied he developed any symptoms due to the alleged product issue. No medical intervention was required. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, the patient testing technique was correct, the test strips were stored correctly and the test strip completely drew in the sample. The cca walked through a retest with the patient and the issue was unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did he/she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2015). The patient¿s test strips have been returned on 3/19/2015 and evaluated by lifescan product analysis on 5/12/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/13/2015). The patient¿s meter has been returned on 3/19/2015 and evaluated by lifescan product analysis on 3/27/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.